Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 cfu of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the bending section rubber glue was separated and the angulation was reduced. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive on (B)(6) for over 100 colony forming units (cfus) of klebsiella pneumoniae and the raiser pipe tested positive for over 100 cfus of klebsiella pneumoniae and enterobacter cloacae complex. All channels were sampled. On (B)(6), the raiser pipe tested positive for 7 cfus of aerobic microbes and the scope tested positive for over 100 cfus of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is soluscope s4. The air/water channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The storage practice is using a dsc-8000 drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. This supplemental report is being submitted to provide additional information based on the information supplied by the customer.